Event description:
On (B)(6) 2005, the pt was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. On an unk date, the aneurysm enlarged. On (B)(6) 2013, the pt underwent a reintervention to treat aneurysm enlargement (aortic and right iliac) and a type ii endoleak from lumbar arteries using a laparoscopic procedure. During the procedure, the aneurysm ruptured. The pt was converted to an open repair. The pt tolerated the procedure. No further info is available.

Manufacturer narrative:
A review of the mfg records for the device is being conducted. Also were implanted pxc121200/03769010 and pc-16-12-07/02012305. Attempts to acquire info required for this form were made by gore.